Event description:
It was reported that end user was walking from the bathroom in the end user's home when allegedly the end user fell cutting the end user's lower leg on the cane. End user required stitches to the end user's outside lower right leg.